Event description:
It was reported that the infusion set was deployed incorrectly when the ilet user left the needle cover on during insertion, which prevented proper insertion and delivery and led to elevated blood glucose of 212 mg/dl without device alerts. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that stabilized after troubleshooting, with continuous glucose monitor reading 179 mg/dl later the same day. Investigation included customer-guided troubleshooting and education, site change, reconnection to the ilet, cannula fill, and resumption of insulin delivery. Investigation of this case revealed user error related to infusion set handling and deployment; no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set insertion.